Event description:
The customer states that the collimators were out of spec.

Manufacturer narrative:
The ge service rep verified that the collimators were out of tolerance so he realigned the collimators to within specs. The system operates as intended.